Event description:
Pt reports they are having issues with pump and administering medication. Pt reports they have to restart, pump is getting stuck and at some point pump is not able to finish. Pt reports the last 4-5 infusions they had trouble, stating when there is 30-45 minutes left in syringe the pump stops and pt has to rewind pump and do it again. Pt states the pump is not pushing medication correctly as it is supposed to. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cuvitru 20% - 24gm. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - unknown. Is device associated with event available for return? - unknown. Diagnosis for use: other common variable immunodeficiencies.